Event description:
On (B)(6) 2013, the patient contacted animas to report that she was admitted into ICU with a diagnosis of dka. The patient stated that since she began use of pump on (B)(6) 2013, her blood glucose (bg) readings had been running high. The patient reported that on (B)(6) 2013 she went to the hospital when her bg was up to 350 mg/dl for a prolonged period of time with symptoms of vomiting and shaking. The patient stated she went to the ER at 6pm and was admitted into the ICU for dka at 1am on (B)(6) 2013. The patient reported she was treated with IV insulin and was discharged at 7:40pm that evening after her bg stabilized. The patient informed the animas representative that she started back on pump after being discharged; however, her bg¿s went back up to the 300¿s mg/dl range and she felt ¿awful.¿ at the time of the call, the patient informed the animas representative that she was currently off the pump and on backup plan per her hcp¿s advice. At the time of troubleshooting, the patient confirmed the pump was set to the correct date and time and basal settings were programmed as intended. Review of pump history revealed incorrect records. The patient informed the animas representative that she began use of pump on (B)(6) 2013; however, records revealed dates as early as (B)(6) 2013, when the patient had not yet received the pump. The patient confirmed she had not removed the pump¿s battery. This complaint is being reported because the patient was reportedly treated for dka by an hcp while on insulin pump therapy. Insulin pump use could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 01/21/2014 with the following results: no defect was found. The tdd¿s prior to the event add up correctly and reflect the users programmed basal rate; showing the pump was delivering accurately until the last date used. Pump successfully passed a delivery accuracy test. No alarms occurred during testing. Pump found to be operating within required specifications and delivering accurately. A 10u normal bolus and a 10u audio bolus were performed successfully and both were accurately recorded in the pump history. A ¿replace cartridge¿ alarm and a ¿low cartridge¿ warning were reproduced for the investigation; the pump gave the appropriate sound and displayed the correct message on the screen. The black box shows on (B)(6) 2013 06:56 an ¿auto off->pump suspended¿ was recorded. Deliveries resumed (B)(6) 2013 12:12. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Patient called medical surveillance on (B)(6) 2015 in connection with a compensation claim. She provided additional details around the hospitalization on (B)(6) 2013. The patient claimed that she has been an animas patient for 12 years and alleged that she never suffered dka in the past. She noted that the pump did not alarm to signal that she was not receiving insulin. Clarification was provided to the patient explaining that no alarm would be indicated if the pump was delivering insulin as programmed. On (B)(6) 2013 the patient stated that she gave herself a ¿needle bolus¿ which brought her bg down. The patient alleged that (per standard practice with unexplained bg), she changed the infusion set twice on (B)(6) 2013 and once on (B)(6) 2013 from three different boxes. She denied bent cannulas, other problems with the sets, or issues with the infusion sites. She stated that she opened a new bottle of insulin on (B)(6) 2013 to further troubleshoot the high bg. The patient confirmed that all settings on the pump were correct and that she checked them again once she began having issues with high bg. When she began to use the replacement pump on (B)(6) 2014 no elevations in bg were noted.

Manufacturer narrative:
During a call to animas on (B)(6) 2013, the patient mentioned that her hospitalization reported in the initial report was as ¿a result of pump failure to alert her when necessary.¿ no additional information regarding the alleged pump failure was provided. Animas customer support made several attempts to reach the patient to obtain additional information; however, were unsuccessful in their attempts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.